Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Balloon longitudinal tear. The tear was located in the proximal transition zone in the balloon and the tear stretched distally along the balloon, over the proximal markerband for a total approximate length of 20mm. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear.the tear was located in the proximal transition zone in the balloon and the tear stretched distally along the balloon, over the proximal markerband, for a total approximate length of 20mm. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. An examination of the markerbands identified no issues. A visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.